Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 40-280 (mg/dl). Customer consumed fruit and gluco-pills to treat low bg level and delivered a bolus to treat elevated bg level. Cartridge uses humalog and is changed every 3 days. Customer was reminded that humalog is indicated for use up to 48 hours. Recommendation was made to consult with health care provider to discuss diabetes management and pump settings.

Manufacturer narrative:
.